Event description:
It was reported that the patient never had therapeutic effect and experienced a numb sensation and pain down the legs while stimulation was turned on or off. The sensation "slowly [got] better" when stimulation was turned off. The patient had extreme weight loss since implant. It was further reported by the health care professional the lead was replaced due to improper positioning and that the patient was currently receiving effective therapy and was doing fine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).